Event description:
A (B)(6) advia centaur xp hav total result was obtained on patient sample and discordant when compared to another (B)(6) total test method and clinical (B)(6) status. There was no known report of adverse health consequences due to the discordant (B)(6) advia centaur xp hav total result.

Manufacturer narrative:
There was no other discordant (B)(6) total patient results reported by the customer at the time of the event and no known reported system issues that may have contributed to the (B)(6) results. No conclusion can be drawn. The instrument is performing within specification. No further evaluation of the device is required.

Manufacturer narrative:
This is a supplemental report to the original report filed for 1219913-2012-00079 and corrects the reference of hcv in the event description and other test data to hav total. Correction should state compared to another hav total test method. Note: MDR 1219913-2012-00176 was filed on february 10, 2012 as a supplemental report to MDR 1219913-2012-00079 (based on siemens process in 2012). This submission is refiling the 2012 supplemental report under the initial MDR number (MDR 1219913-2012-00079) at the request of FDA (received january 10, 2020).

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2012-00079 on february 27, 2012. Siemens filed the MDR 1219913-2012-00176 supplemental report #1 on april 19, 2012. 02/06/2013: correction: the MDR 1219913-2012-00176 supplemental report #1 had the incorrect date. The correct date for 04/16/2012. Note: MDR 1219913-2012-00176 supplemental 2 was filed on february 6, 2013 as a second supplemental report to MDR 1219913-2012-00079 (based on siemens process in 2012). This submission is refiling the 2012 second supplemental report under the initial MDR number (MDR 1219913-2012-00079) at the request of FDA (received january 10, 2020).